Event description:
Complainant alleged that during biomed testing, the paddles caused the device to display an "open air discharge" if the user did not press the apex discharge button and the sternum discharge button at the same time. If the user pressed the apex discharge button and the sternum discharge button at the same time, the device was able to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.